Event description:
Attorney reported: in 2005 - the patient underwent a laparoscopic repair of a large lower midline ventral hernia with placement of a composix e/x mesh patch. The patient was discharged from the hospital two days later. Despite the surgical repair, the patient developed difficulties over the course of time in regard to the lower midline ventral hernia. In 2007 - in order to address the ongoing problems with the central hernia the patient was admitted to the hospital with a diagnosis of a recurrent hernia. The patient's surgeon performed a laparoscopic repair of the recurrent incisional hernia. It was discovered at that time that the mesh was not completely covering the hernia defect. The mesh patch was explanted. Another mesh was implanted to replace the composix e/x mesh. Two weeks prior to original date - the patient was discharged from the hospital.

Manufacturer narrative:
No specific product problem was reported and recurrence is a known adverse event that is listed in the IFU. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.